Manufacturer narrative:
According to the field, this right atrial (ra) lead was disposed of at the hospital and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, the physician experienced some difficulty in implanting this right atrial (ra) lead. The ra lead was unable to properly capture in multiple locations and upon removing the stylet out from the lead body, blood was found on it. Noise was also observed so the physician suspected there was a defect with the lead. The ra lead was removed and was never in service. No adverse patient effects were reported.